Manufacturer narrative:
Additional information: d4-unique identifier number: (B)(4). Claim#(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -08.50 diopter, within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim # (B)(4).